Manufacturer narrative:
The instrument was returned to the manufacturer for analysis. Thorough visual/physical examination the reported issue could not be confirmed. There was no fault found with the instrument. The drill guide was returned with the handle separated from the main body of the guide. No pieces were missing. Was able to re-attach the handle without issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the vertex max drill guide was damaged in sterilization. The spring was lost and reassembled without the ball bearing having the spring loading. There was no patient present at the time of the event. Additional information was received: the drill guide was still usable if held by the shaft of the drill due to the handle being removed. Tip and tracker not damaged, so instrument would verify but not applicable to the complaint due to patient not being present.